Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alert error test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test or verify motor error alarm due to blank display. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. The device was returned for analysis.